Manufacturer narrative:
(B)(4). It was reported that the patient underwent an additional mesh removal on (B)(6) 2013 due to vaginal pain.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2007 because bladder dropped. It was reported that patient underwent mesh revision/removal on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh and prefyx pps system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.